Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient announced a smaller-than-usual meal for lunch and subsequently experienced elevated blood glucose, peaking at 260 mg/dl and remaining above 180 mg/dl for about one hour; the device did not issue alerts for readings above 300 mg/dl and no back-up therapy or ketone testing was used. Symptoms included hyperglycemia without loss of consciousness or other acute effects. Outcomes included transient hyperglycemia that stabilized after education on appropriate meal announcements. Investigation included troubleshooting and user education on meal announcement practices. Investigation of this case revealed user-related meal announcement error leading to underestimation of insulin needs; no device malfunction or alarm-related issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to hyperglycemia.